Event description:
The patient called the vad team to describe an event that happened four days earlier at her home. The patient was changing her batteries and noticed that she had accidentally disconnected both batteries to her lvad controller. (This results in her lvad stopping, due to loss of power.) The controller did not alarm, alerting the patient that she had done this, as it is designed to do. This indicates a failure of the internal alarm batteries. The patient was symptomatic of a pump-off situation, describing shoulder pain and nausea. Once the patient noticed her error, she connected power to her controller and all symptoms ceased. We would like this reported to the FDA as a near miss. The potential for harm is serious injury or death. The patient could have easily lost consciousness, losing the ability to connect power to her vad.